Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose (bg) was in the 300s (mg/dl). The customer went to the emergency room and was treated with intravenous insulin and fluids. The customer was discharged approximately eight hours later with no permanent damage. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.